Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fine fiber was identified in 2 intravia containers after compounding with sodium bicarb. The fiber was described as a clear hair like strand. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were received for evaluation. Visual inspection identified a fine fiber floating in the solution. The reported condition was verified. The cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.